Manufacturer narrative:
The facility discarded the inoue balloon catheter used in this patient, therefore it is impossible to investigate it anymore. We investigated the manufacturing record of the lot used in this patient and we have confirmed that there was nothing wrong in the manufacturing record. We judged that this event is not caused by manufacturing process based on the investigation of manufacturing record.

Event description:
Balloon prepped as per normal. Balloon was inflated within the valve but failed to deflate. Dr pulled on syringe and it deflated a little bit. Patient went into vt so dr pulled out balloon and managed to remove from the body. The balloon was discarded.